Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was observed in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue. The device's error log was found to have logged high temperature alarms. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating. No malfunctions were noted in regards to the high temperature alarm.